Event description:
An operative report from (B)(6) 2014 listed an intrathecal pump malfunction. The procedure was done to replace the intrathecal pump in the right abdomen. There was a failure to be able to inject any drug or aspirate through the side port of the implant, indicating an occluded catheter or pump. During the procedure, it was discovered that the dacron pouch was loosened in the pump pocket and much of the catheter was coiled and wrapped up inside of it. The pump, catheter, and dacron pouch were explanted from the body. The estimated blood loss from the surgery was less than 75ml. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).